Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: the clips did not hold tight. When one of the clips was taken off the cystic artery, the cystic artery was torn creating oozing. The oozing was taken care of quickly. There was no excessive blood loss. When the device was being taken out of the patient it was caught in the trocar, and then finally removed. A new device was opened to complete the case. There was no need to open or no excessive blood loss was reported.